Event description:
A malfunction alarm displayed on the customer's pump, identified as malfunction code malf 6. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and use multiple daily injections as a backup therapy, while a replacement pump was arranged to be shipped.